Event description:
It was reported that possible lead anomaly was noted via fluoroscopy. All electrical measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 13.0-15.5cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. External insulation abrasions were found at 47.8 to 48.3cm and 49.0 to 49.2cm from the distal tip consistent with lead friction to the ICD can. The rv and svc conductor etfe coating were intact at all locations.